Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res performed the ultrafiltration (uf) problem identification checklist and the uf pump error and uf pump stroke calibration failed the simulated use testing. The returned values were not within specification. However, the res did not perform any service repairs as the biomed indicated that the uf calibration would be performed by the on-site technicians who would also perform the annual preventive maintenance (pm) prior to returning the unit to service. Follow-up was received which confirmed that the uf calibration and annual preventive maintenance (pm) were performed, however, the unit remained out of service pending its release following a final approval by clinical services. No further information has been made available. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the patient incident was able to confirm an issue which would have resulted in the adverse event. The on-site evaluation performed by a fresenius res revealed that the uf pump error and the uf pump stroke calibration returned values that were out of specification. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility. A clinical investigation was performed to identify a causal relationship between the 2008t hemodialysis (hd) machine and the adverse event. Despite an allegation of an ultrafiltration (uf) control function failure against the 2008t hd machine, there is no documentation in the medical records to suggest a causal relationship exists between the 2008t hd machine and the subsequent hospitalization for hypotension and the arrhythmia atrial fibrillation. A fresenius (B)(4) performed an evaluation of the unit by completing a simulated patient run, at which time a uf pump error occurred and the uf pump stroke calibration failed with the simulated patient run values. However, it is noted that the uf was turned off 1.5 hours after the initiation of the hd treatment and remained off for the duration of the hd treatment, which was approximately one and a half hours. The patient has a complex medical history, including a well-established history of atrial fibrillation, which is medically managed with digoxin, eliquis and plavix. There exists a likely association between the diagnosis of sepsis, secondary to healthcare-associated pneumonia, and the episode of hypotension and tachycardic arrhythmia.

Event description:
The clinic manager (cm) at a user facility reported that a patient became hypotensive mid-treatment and later experienced decreased lack of consciousness (loc) and irregular heart rhythm, while undergoing their routinely scheduled hd treatment. The patient was sent to the emergency room (ER) and admitted for atrial fibrillation. At the initiation of the hd treatment, the patient was alert and denied any complaints. However, follow-up information obtained from the clinic manager stated that the patient was in general pain due to a fractured rib (unrelated to hd therapy). The patient¿s pre-treatment vital signs were noted as being stable. The treatment was scheduled for three (3) hours and fifteen (15) minutes, however, approximately one (1) hour and thirty (30) minutes after initiation, the patient became hypotensive (b/p 81/44). At that time, the ultrafiltration (uf) was turned off with a total fluid removal of 1312 milliliters (ml). The patient remained alert, and the hd therapy continued without the uf component before being prematurely terminated twenty-one (21) minutes early. The post-treatment nursing assessment was as follows: tachycardia with an irregular rhythm; productive cough with purulent sputum; lung sounds clear, but decreased/absent throughout; patient remained oriented to person, place, and time; patient complained of general malaise, nausea, and being anxious. Emergency medical services (ems) contacted, and upon their arrival, transported the patient to the hospital. The patient was admitted with the following active problems: severe sepsis (on sepsis protocol), secondary to healthcare-associated pneumonia (hcap), treated with intravenous antibiotics; atrial fibrillation; rheumatoid arthritis; generalized weakness, leukocytosis, and left basilar infiltrate. Many of the details specific to the patient¿s hospitalization remain unknown. The patient was discharged to a skilled nursing facility on (B)(6) 2016 as a result of significant physical deconditioning during their hospital stay. The clinic manager stated that the patient has returned to the user facility for their routinely scheduled hd treatments without any further issues. The 2008t hd machine was removed from service for an evaluation by the on-site biomedical technician (biomed). The machine was found to have failed the uf calibration. A fresenius regional equipment specialist (res) performed functional testing on the machine and confirmed that the uf pump error and stroke calibration had failed the simulated use testing. The res did not perform any service repairs as the biomed indicated that the uf calibration will be performed by the on-site technicians who will also perform an annual preventive maintenance (pm) prior to returning the unit to service. Therefore, the machine remains out of service pending the noted service activities. No malfunction of any other fresenius products in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event.